Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported issue was confirmed and replicated. System logs found no data to indicate that the fault had occurred in the field. Upon visual inspection, the axes controller spar button board3 (acsb3) printed circuit assembly (pca) has signs of corrosion that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where insertion buttons test was found to be failing on tornado button, replicating the reported event. Once testing was completed, the acsb3 pca and flat flex cable (ffc) were tested and verified to be the source of the fault. The complaint was confirmed based on the field failure analysis. The probable root cause is attributed to corrosion and electronic defect pertaining to the acsb3 pca and ffc in the usm. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the patient clearance control on one of the universal surgical manipulator (usm) arm did not function in one direction, while the system could still be stowed and the clearance returned to the middle position. Technical service engineer (tse) evaluated the behavior and determined it was most likely related to a button issue on the module, with a possible issue on the joint assembly. The procedure was completing as a three-arm procedure with no reported injury.